Event description:
It was reported the catheter was being used on an (B)(6) male patient in the intensive care unit. When administering fluids, the clinician noted that the device was broken at the luer hub where you draw the liquids. As a result, the catheter was exchanged for the patient. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).